Manufacturer narrative:
Analysis was performed on the returned device. The unspecified device issue was observed as a needle to cuff miss. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. D4 - the UDI is not known as the part and lot number were not provided.

Event description:
A perclose device was received at abbott vascular. Analysis of the device noted that only the plunger was returned with the anterior needle engaged to the anterior cuff and both cuff ejected from the foot pockets. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.